Event description:
During a resection of the womb, rectum, douglas pouch, and lateral peritoneum, the dlu remained caught on the vaginal stump. When the surgeon tried to pull it out, the rectal wall tore and the feces were let out. The vaginal stump was not stapled and there was a risk of fistula. The surgeon sutured to complete the case.